Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "hub of the catheter split after connecting it to the pressure tubing." No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "hub of the catheter split after connecting it to the pressure tubing." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The customer returned the product lidstock and one arterial catheter attached to a 5ml syringe for investigation. The sample contained obvious signs of use in the form of biological material. Visual inspection confirmed the customer report that the hub was cracked. The total length of the returned catheter (from proximal end of hub to distal end of catheter tip) measured to be 2.75" which is within specifications of 2.715-2.755" per catheter product drawing. The outer diameter of the catheter body measured to be 0.047" which is within specifications of 0.044" - 0.047" per catheter extrusion drawing. The inner diameter of the catheter body measured to be 0.031" which is within specifications of 0.031" - 0.034" per catheter extrusion drawing. Functional inspection was performed per the product instructions-for-use (IFU) provided with this kit. The IFU states the following: "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over spring-wire guide into vessel" a lab inventory guidewire of the same size (0.018") as the guidewire provided with this kit was passed through the catheter. The guidewire passed through the catheter with minimal resistance. The returned syringe was filled with water and the arterial catheter was flushed. A leak was observed in the crack of the hub and biological material exited the catheter tip. The catheter body was functionally tested according to the specifications indicated in d002052 rev04. The distal tip of the catheter was occluded, and the catheter was connected to the leak tester. The catheter body was pressurized at 300-320 kpa (43.5-46.4 psi) for 30 seconds per bs en iso 10555-1 section 4.7.1. Water was immediately observed leaking out of the connection point between the leak tester and the catheter hub due to the crack in the hub. R & d and manufacturing were consulted and they. They indicated that the observed defect is related to the manufacturing process. A device history record review was performed, and a relevant finding was identified. For catheter hub batches 13c20m0446 and 13c21a0585, it was noted that the fill time was over the specification limit. The IFU provided with this kit includes the following warnings, cautions and instructions for the user: "to minimize the risk of air embolism and blood loss associated with disconnects use only securely tightened luer lock connections." "Do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." "Some antiseptics used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." "Do not use acetone or acetone-alcohol on or near the catheter surface." "Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure." "Do not use polyethylene glycol containing ointments at insertion site." "Allow insertion site to dry completely prior to applying dressing." "Caution: once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle." "Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." "Warning: do not apply tape, staples , or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." "Warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." The customer report of a cracked catheter luer hub was confirmed by complaint investigation of the returned sample. One large crack was observed in the hub. R & d and manufacturing were consulted and indicated that the observed defect is related to the manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.